Manufacturer narrative:
H3 other text : device serviced by third party service center.

Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected and visible foam particles were observed. In the third-party service center, it was observed that left door panel of the device was missing and it was replaced, scratch on the bottom of the unit was also found. Device operating software was upgraded and the complaint was confirmed.